Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an entriflex feeding tube. The customer reported that a pt had the feeding tube placed on (B)(6) 2013. On (B)(6) 2013, the tube could not be flushed and the nurse removed the tube to find approx 5 inches of the tube was gone. The end of the tube is split approx 1cm and the end seems like it is cut smooth. The tube is pliable and brown in color. The nurse report that this tube was easily occluded when crushed medications were administered through the tube. The pt also had a chest x-ray on (B)(6) 2013 that noted the feeding tube was in place. A kub (x-ray of the kidneys, ureter, and bladder) was completed post incident and the end of the tube was noted to be in the stomach. The gi department was consulted to remove the tube from the stomach. The pt was brought to surgery under sedation and was scoped to remove the tubing piece.